Event description:
Baby was on hudson rci humidification system conchatherm IV plus ref# 400-50. System included comfort flo humidification system including concha column and tubing set ref# 2410, comfort flo nasal cannula ref # 2411-03 and soln water concha pak 1650ml ref# 381-50. Baby was on high flow nasal cannula (hfnc) 60%@4 liters per minute (lpm). The concha suddenly overflowed and shot water down the tube into the pt's nares. Nurse disconnected the nc from the concha. Tubing continued to flow safely onto the floor. Rt's changed out the concha. Rn assisted in blowby oxygen as the saturation was 37. There was no injury to the baby other than desaturation to the 30's when water first entered the baby's nares. Device setting at time of malfunction was adult +/- 3 degrees. Respiratory therapist thinks that due to the soft and very pliable nasal prongs, it bends and kinks off causing back pressure in the concha until it explodes out.